Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw. Part and lot numbers were not provided by the reporter. The UDI number is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a surgical procedure to treat a metacarpal bone fracture, the unknown screw broke at the head during insertion. The surgeon reported that he had not applied extra force. The screw shaft was left in the patient's bone and another screw was implanted in a different location to achieve fixation. There was a ten (10) minute surgical delay due to the reported event. This report is for one unknown screw. This report is 1 of 1 for (B)(4).